Event description:
Reportedly, on (B)(6) 2013, the displayed residual longevity was 8 months. Three months later, the device had reached the elective replacement indicator (eri) and was operating in vvi mode. The residual longevity displayed at that time was below 3 months. The device and the ventricular lead were then replaced on (B)(6) 2013. An explantation concerning the displayed residual longevity is required.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.